Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One decontaminated drainage bag was received for evaluation. The sample was visually inspected and the reported problem was observed in the sample; the catheter was separated from the connector. As part of continuous improvements, a corrective and preventative action (CAPA) was opened to investigate and address the reported issue through a more robust investigation. The results of the investigation will be documented through the CAPA. Also, cdps were generated to update the catheter assembly location on the sample port from the current manufacturing location, and to update the go/no go fixtures in order to accommodate these according to the location change. We will keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley tubing disconnected from the catheter overnight. There was no harm to the patient.